Manufacturer narrative:
Medical products and therapy date detail of product: item number: 00725505628. Item name: trabecular metal natural acetabular cup without screw holes, º cup face angle, porous. Lot #: unknown. Item number: 00000002847. Item name: alloclassic sl stem 7 12/14. Lot #: unknown. Item number: unknown. Item name: 32 mm tmars elevated liners. Lot #: unknown. Item number: 00877703203. Item name: biolox option, head, l, 32/+3.5, taper 12/14. Lot #: unknown. The manufacturer received x-rays and other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Item and lot numbers: unknown.

Event description:
It was reported that during surgery the broach broke causing delay in the surgery. Unknown the exact delay.

Event description:
Please refer to report 0009613350-2019-00555.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: additional: h2 - h6. Correction: b4 - g4 - g7 - h10. The investigation results did not identify a non-conformance or a complaint out of box (coob). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).